Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported connection issue and subsequent cancellation could not be determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
Before an atrial fibrillation procedure, with the patient on the table, after all the cables were connected, it was found that the computer host could not be started, resulting in cancellation of the procedure. After the computer and motherboards were adjusted, the computer could start normally. However, when a new screen was entered, the computer automatically shut down and would not boot up after multiple attempts. The procedure was then cancelled with no adverse patient consequences. The issue was confirmed to be a loose memory module during inspection. The memory module was reinserted, and the issue resolved. The device was retained by the customer.